Event description:
It was reported that the right atrial (ra) lead had an apparent conductor fracture and a high impedance. The lead was removed "entirely" and replaced with a new lead. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the full lead was returned to the manufacturer and analyzed. The distal conductor was fractured. The distal conductor was distorted. The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had a breached cut. The helix/lobe was distorted/bent; and there was blood in/on the helix/lobe mechanism. The lead was stretched.